Event description:
Rptr is an insulin dependent diabetic and has been for 35 years. Rptr's diabetes is under good control and has been closely monitored by the physician. Rptr has tested their blood sugars 4-7 times daily for 10-15 years. Rptr's a1c readings have almost always been below 7. Rptr is not over or underweight. Rptr exercises regularly and is in overall good health. Rptr has not developed any indications or symptoms of the more serious disorders that often affect diabetics (eg, kidney problems, arterial sclerosis, retinopathy). One side effect that rptr has developed is that rptr does not usually experience the normal warning signs of low blood sugar. In 2000, rptr decided to try using an insulin pump. At that time, and for many years prior to that, rptr had been taking insulin by injection following a regime of using humulin u once per day and taking humalog at mealtimes at a dosage that was dependent on rptr's blood sugar and caloric intake. The doctor, following the guidelines of rptr's insurance carrier at the time, ordered them a model 508 insulin pump from minimed. Although not the primary point of this letter, rptr will mention that no assistance was offered by minimed other than through their toll free number. In fact, the person who was listed as a "salesman" on original paperwork is a person rptr never met or spoke to and whose only interest based on their limited correspondence, was making sure that their insurance carrier paid for the pump. Rptr started using the pump with a basal rate that was a few units less than the daily injections of humulin u that rptr had been following. Rptr also used slightly smaller boluses at mealtimes than what rptr had previously been injecting. Initially, this new regime seemed to work satisfactorily. However, after about six weeks, rptr began experiencing a series of life threatening emergencies due to hypoglycemic reactions. Although rptr had experienced hypoglycemic reactions prior to using the pump, what has happened to rptr over the last several months is far beyond anything that rptr had experienced previously. Shortly after the initial break-in period, rptr noticed that rptr began having low blood sugars with considerable frequency. Blood sugars in the 30's or high 20's were not uncommon. Rptr made adjustments, reducing the amount of their basal rate bolus & the size of rptr's boluses at mealtimes. Nevertheless, the hypoglycemic reactions continued, and most alarmingly, they came on very suddenly. One min rptr would be okay and the next min, rptr would be passed out or in convulsions. There was no warning of any type. Rptr's family & close friends all know about rptr's diabetes and know that if rptr displays signs of mental confusion or disorientation, rptr needs something sweet immediately. However, their ability to assist seemed to evaporate once rptr started using the pump because the reactions would come on so quickly. Since the beginning of this year, rptr has had more than 10 reactions that required the persons around rptr to summon emergency medical svs. Rptr has been taken to the hosp 6 times. There have been several occasions at home whereby spouse had to give rptr an injection of glucagon to bring rptr out of a convulsion. Rptr has passed out without warning in business meetings, during interviews, shopping, working at rptr's desk, & while doing normal chores around the house. Further, rptr's blood sugars seemed to gyrate well beyond their normal ranges. Prior to the latter part of 2000, having a blood sugar over 300 was rare and over 400 virtually unheard of. However, this year it has become routine for their blood sugars to range between the 30's and 400's. The gyrations to lower levels often occur within a very short timeframe and unexpectedly. For example, one morning at approximately 7 am rptr had a blood sugar reading of more than 200. Ordinarily there would be little or no concern of a hypoglycemic reaction. Within one hour, rptr's blood sugar had dropped to less than 30. Rptr had not taken a bolus & the only infusion at the time was the basal rate. This is just one example of dozens of times when their blood sugar dropped precipitously & unexpectedly. Rptr contacted minimed on their toll free phone number & spent almost an hour with a minimed rep as they went through a series of diagnostic tests on the pump. Everything seemed to check out normal. Rptr was offered the opportunity of turning in rptr's new machine for one that was rebuilt & with an altered warranty, but rptr declined to pursue that. Three months ago, rptr's primary care physician gave rptr a referral to see a specialist. With the specialist, rptr significantly reduced their insulin intake and began testing blood sugars every two hours. The specialist also ran several blood tests, hormone tests, kidney tests, & other tests in an effort to identify anything that could be causing or contributing to their loss of blood sugar control & frequent hypoglycemic reactions. All of the tests came back with normal results. Even with dr's assistance, the wide gyrations, sudden drops, & seemingly inexplicable variations from one day to the next in blood sugar levels has continued. Two weeks ago rptr had a reaction while working at their desk at their office, lost consciousness, & ems was summoned. Rptr was taken to hosp. After being released that same evening, rptr decided that their experiment with the pump was over. The dr readily agreed. At dr's direction, rptr resumed insulin injections & began taking lantus for their background or basal needs instead of humulin u. Rptr also resumed their former routine of taking an injection of humalog at mealtimes at a dosage that is based on carbohydrate intake & blood sugar readings. Rptr has had no hypoglycemic problems since discontinuing use of the pump. In summary, rptr's experience with the pump resulted in the following abnormalities: continued in b6.